Event description:
The pt was implanted with an ams monarc sling in (B)(6) 2010. It was reported that the pt has experienced pain and discomfort and the onset of increased urine leakage and infections within months of the procedure. It was reported that the pt may need further surgical intervention. The pt has "suffered significant disfigurement, disability, mental anguish, emotional distress."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.